Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the returned product noted one partial suture and one needle. The needle was attached to the suture. The suture was returned broken in the unbarbed section distal from needle attachment with the loop end separated. Functional testing on the opened complaint device was precluded as the suture was returned already broken. It was reported that the suture broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlocm0024 v-loc, 90 3-0 clr 45cm p12x12 (lot#a4k2044vfy); vlocm0024, vlocm0024 v-loc 90 3-0 clr 45cm p12x12 (lot#a4k2044vfy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open bone tumor surgery, at the skin suturing step, three absorbable sutures were found to be defective in succession. The first pack exhibited a cracked tail loop after the first stitch, the second pack had the needle and thread detach, and the third pack experienced thread breakage. All issues occurred within less than five minutes of use and during intradermal continuous suturing. The defective sutures were replaced with regular absorbable thread from another manufacturer to complete the procedure. No patient complications have been reported as a result of this event.